Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate 3 lvas. The submitted lvad event log file contains data from 09:41:55 through 10:19:44 on (B)(6) 2019. Mean flow ranged from 4.2-4.6 lpm from the beginning of the file through 09:41:58. At 09:42:03, mean flow dropped suddenly to 1.4 lpm, then 0.2 lpm, then 0.0 lpm. Mean flow was captured at 0.0 lpm for the remainder of the file. Pump was returned assembled with the pump cable severed approximately 14¿ from the pump housing and the distal end of the pump cable was also returned. The intact modular cable was returned attached to the pump cable. The sealed outflow graft and outflow graft bend relief were not returned. The apical cuff was not returned. The cuff lock was returned partially engaged. Examination of the interior of the inflow cannula, pump cover, and rotor well revealed no evidence of developed depositions or thrombus formations. Examination of the rotor revealed a red, tissue-like thrombus formation that was fully occluding the eye of the rotor and partially extending into each of the rotor¿s vanes. The thrombus formation within the rotor was well-formed but not strongly adhered to the pump¿s blood-contacting surfaces and showed no signs of laminated layering, suggesting that it did not form within the pump. Based on the deposition¿s lack of adhesion and the log file findings (sudden drop in flow), it appeared that it was ingested into the pump on (B)(6) 2019. The exact origin of this deposition could not be conclusively determined. Given that this thrombus formation was fully occluding the eye of the rotor, it would have caused the lack of flow through the pump. Upon removal of the observed deposition, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced low flow alarms. The flow was showing zero, but all the other pump parameters were normal. The manufacturer's technical service representative reviewed the log file and confirmed the low flows of 0 lpm. Ramp study was performed at beside and showed no unloading of the left ventricle. The patient remained stable and all the pump parameters were normal except the flow of 0 lpm. The patient underwent pump exchange on (B)(6) 2019. Clots were observed near the pump inlet.